Event description:
It is reported that during implantation, two screws broke. The threaded portion of one of the screws remained implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.